Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 07apr2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that 2 syringe modules repeatedly showed ¿unrecognized syringe¿ for bd syringes 3ml and 20ml was not determined because no product was returned; it is suspected for the reported 20ml syringe that it was an incompatible syringe model type based on the received picture exhibiting reference number (B)(4) , the approved model type is reference number (B)(4) for the alaris syringe module. The attached pictures exhibited the following: picture 1 (tch_20ml_23jan2021.jpeg) - bd20ml packaging ref (B)(4). Picture 2 ( tch_screen1_23jan2021.jpeg) - pcu screen displaying "unknown syringe installed" and "re-install syringe". The syringe installed in the syringe module was not visible (too dark). Picture 3 (tch_screen2_23jan2021.jpeg) - pcu displaying monoject 3ml syringe with a bd 3ml syringe installed in the syringe module. Picture 4 (tch_screen3_23jan2021.jpeg) - pcu displaying bd plastic 1ml syringe with a bd 3ml syringe installed in the active (channel b) syringe module. Picture 5 (tch_screen4_23jan2021.jpeg) - pcu serial number review screen displaying pcu and syringe module serial numbers. No definitive conclusion as to the cause could be reached from just the picture received; however it is suspected that for the 20ml syringe issue an incompatible syringe module was used based on picture 1 exhibiting syringe model reference number (B)(4) versus the approved syringe model ref number being (B)(4). No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported from the nicu that 2 syringe modules repeatedly showed ¿unrecognized syringe¿ for bd syringes 3ml and 20ml. This behavior was able to be replicated on the same 2 modules, however, when the device behaved as expected, the appropriate choice was not listed as an option. Upon switching the syringes between the modules, the bd 20ml appeared as expected but the 3ml provided bd 1ml as a choice. Although requested, additional information was not yet provided. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: syringe 20 ml x 1 reference # (B)(4); syringe 3 ml x 1 reference # (B)(4). Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the nicu that 2 syringe modules repeatedly showed ¿unrecognized syringe¿ for bd syringes 3ml and 20ml. This behavior was able to be replicated on the same 2 modules, however, when the device behaved as expected, the appropriate choice was not listed as an option. Upon switching the syringes between the modules, the bd 20ml appeared as expected but the 3ml provided bd 1ml as a choice. Although requested, additional information was not yet provided. No patient harm was reported.